Event description:
It was reported that during a very difficult implant, the right ventricular (rv) lead helix was deployed and retracted several times. When the physician removed the lead from the body, it was reported that the helix was checked and the physician was not happy that it was deploying fully. The rv lead was not implanted and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.